Manufacturer narrative:
The reporter's meter was returned for investigation. On closer inspection, the display is weakly visible without the background lighting (the display function is therefore available). Due to the lack of background lighting, the display is not visible and cannot be operated

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek vantus meter serial number (B)(4). The reporter stated the display was black when the meter powered on. The reporter stated the batteries were replaced. The reporter tried performing a display check, but could not see the screen in order to do this. The reporter noted that the display was fading last time she used the meter. There is risk that results could be misinterpreted, although no actual result misinterpretation occurred.